Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives, 80 percent on an on-going basis, have been dull during separate surgeries. Alternate knives have been obtained in order to complete each procedure. There has been no impact to any patient. Additional information is confirmed to be unavailable for this report.